Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm and motor error alarm. Customer's blood glucose was 467 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field at the airport checkpoint; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.